Event description:
Meter name: ot profile, strip name: one touch, meter code: 8, strip code: 8, strip storage: unkown, but in good condition. Symptoms: vomiting, dizzy. A patient reported they were seen in ER. Their meter allegedly was missing segments. The result on their meter was 200 and 244 mg/dl. The result on the hospital meter was 400-500 mg/dl. The time difference between patient's meter and hospital meter was one hour. Treatment was unknown.